Event description:
The customer reported the pacer is not working. They are not getting a signal. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the pacer is not working. They are not getting a signal. There was no pt involvement. The device was sent to the philips bench for eval. The reported symptom could not be reproduced. However, there are several error codes 90007/08 in the device logs. Per the discretion of the repair technician, the power pca was replaced to resolve the issue. The device passed all testing and was returned to the customer site. The reported symptom could not be reproduced. Per the discretion of the repair technician due to the errors in the log, the power pca was replaced.